Event description:
This is the first of three reports for the same pt involving three separate products. Refer to report 9611594-2015-00010 for the second report. Refer to report 9611594-2015-00011 for the third report. (B)(4) received a report stating the transgastric enteral feeding tube clogged and eventually burst. The burst opened distally, about an inch past where the jejunal and gastric ports connect. There were no jagged edges from the bursts but it was a straight tear as if it could have been cut. The nurses stated that they are flushing the enteral feeding tube every two hours with warm water and the tube was also flushed with the feeding pump after feedings. No additional info was provided with regards to the pt's status.

Manufacturer narrative:
The actual complaint product was not returned for eval. A review of the device history record is not possible as no lot number was provided. (B)(4) has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).